Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, deep chips were noticed on the black sheath on the distal end of the prograsp forceps. Failure analysis of the prograsp forceps found thermal damage on the main tube closer to the distal end; however, the instrument does not release energy. A review of the instrument log for the prograsp forceps associated with this event confirmed that it was last used with an energy instrument permanent cautery hook. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations found to have a thermal damaged main tube closer to the distal end. The distal end side of the main tube exhibited localized melting resulting to missing pieces. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.